Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve in a patient with calcification of all valve cusps, a pre-implant balloon aortic valvuloplasty (bav) was performed. The valve and delivery catheter system (dcs) were inserted into the patient; however, resistance was encountered during advancement at the aortic arch. The left ventricular guidewire was manipulated, and the dcs was able to cross the aortic arch. The valve was deployed at a depth of 3 mm on the non-coronary cusp and 4-5 mm on the left coronary cusp. During the full release of the valve, the paddle on the side of lesser curvature remained stuck and attempts to push the catheter and apply downward force on the paddle were unsuccessful. Subsequently, the paddle was released by rotating the capsule in the recapture direction and adjusting the catheter's path with the non-medtronic guide wire. Following implant, mild paravalvular leak (pvl) persisted. The pvl was attributed to severe calcification and no additional intervention was provided. As the procedure was nearing completion, a flap-like structure moving in the ascending aorta was identified on a echocardiogram. Review of preserved fluoroscopy images revealed its presence after crossing the aortic valve, but before bioprosthetic valve deployment. It was noted that because this structure was present following the pre-implant bav, it may have existed before inserting the dcs; however, the exact time of its occurrence was unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10. Product ID {l-evolutfx-2329}; product lot/serial number (B)(6); product type: {0195-heart valves}; product ID {evolutfx-26}; product lot/serial number {(B)(6)product type: {0195-heart valves}; implant date (B)(6) select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.